Event description:
It was reported by a physician that the pt had a seizure after having been seizure free "for a long time". Diagnostic testing on this date was performed, which showed proper device function. The pt subsequently underwent for a prophylactic replacement. The extended generator was returned for analysis. A visual assessment on the feed-thru assembly showed possible excessive bends in the positive feed-thru wire. In addition, separation of the silver polyimide to positive and negative feed-thru wire connections was observed. The pulse generator diagnostics were as expected for the programmed parameters. The most probable root cause for the anomalies was identified to be an open capacitor, for which manipulation of the feed-thru wires may have been a contributing factor. A review of the manufacturer's design history files revealed no anomalies with the device at distribution. Attempts for further info have been unsuccessful to date.